Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the screwdriver broke during use during a surgical procedure. Integra has requested additional clinical information from the reporter.